Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, the insulin pump failed to vibrate during self-test due to broken black wire on vibrator motor. Unable to complete functional test due to prime anomaly. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not vibrating despite being set to vibrate. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was confirmed that the settings were correct and that the absence of vibration occurred during normal use. The battery was not low. The customer also changed the battery but the anomaly persisted. A self-test was performed and the insulin pump failed to vibrate. The insulin pump will be returned for analysis.